Event description:
It was reported the patient¿s implantable neurostimulator (ins) was turned off. The patient reported experiencing ¿pretty bad¿ tremors for two weeks prior to reporting. It was noted these tremors had occurred since the patient¿s programmer quit working. The patient reported not knowing how or when her ins was turned off. At the time of report the patient wished to leave her ins off in preparation for an upcoming, unrelated MRI. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3 387s-40, lot# v280392, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).